Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the centrifugal control module had no lights on the unit and would not power the centrifugal pump on battery. The centrifugal control module operated properly on alternating current (a/c) power. There was no charge light illumination or the delphin battery module. The meter did not indicate any charge and the "connect / disconnect switch" would not illuminate. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.